Event description:
It was reported that the patient had an infection. Additional information was received that the patient had fluid discharge at the ipg pocket site. The cause of the infection was unknown. The patient was given antibiotics. The pocket site has cleared up and the patient was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18693587; product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 18967246.

Event description:
It was reported that the patient had an infection.